Manufacturer narrative:
A ge service representative performed an on site investigation. All generator boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication error message during a case which required a system reboot to clear. This error message is likely to result in a system lock-up or shut down. There is no report of patient injury.